Event description:
The customer reported device failed to power up during testing.

Manufacturer narrative:
(B)(4). Please note that on (B)(4) 2012, we submitted the initial 30-day MDR (9610816-2012-00319) for this reported product problem, and on (B)(4) 2012, we submitted the follow up report. (B)(4). To correct this issue with the registration number, we have now cancelled MDR (9610816-2012-00319), and we have created this new MDR (1218950-2013-00704), which has the correct registration number and which contains all of the investigation details previously reported to the FDA on (B)(4) 2012. The customer reported device failed to power up during testing. There was no reported patient involvement. The philips field service engineer evaluated the device and found the battery failed. The battery age was unknown. The battery was replaced to resolve the issue. The device passed all performance assurance testing and was returned to use. We will consider this a malfunction of the battery where the device did not power up during testing.